Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of screen not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed led white has low intensity, pca burned, iso port and blower box contaminated. The customer complaint was reproduced. There were multiple error codes has been identified. The device was scrapped.